Manufacturer narrative:
This is a supplemental report to provide additional information. The manufacturing record was reviewed and found no irregularities. Based on the following information, omsc presumed that the event occurred by generated gap at light guide lens glue due to physical stress, etc. According to the inspection result by local service department, the followings were confirmed. Inside of light guide lens was dirty. Objective lens was scratched. IFU states caution not to apply physical stress to device. According to the past similar case, event seemingly occurred by generated gap at light guide lens glue due to physical stress. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Local service department checked the subject device and found the phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at local service department of olympus on november 15, 2021, it was found that there was gap of adhesive on the distal end/stain entered inside the lens through the gap. There was no report of patient injury associated with the event.

Manufacturer narrative:
This is a supplemental report to correct aware date. The correct aware date was november 16, 2021, not november 15, 2021 as reported in initial MDR.